Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly dropping from 70% to 5% within 5 hours. During troubleshooting with tandem technical support the battery gauge showed that the battery depleted from 70% to 0% in one day at average parameters. There was no reported impact to the customer's blood glucose level. It was indicated that the customer will continue to use the pump until the replacement arrives.